Event description:
Physician reported via FDA's medical products reporting program that a pt developed a fungal corneal ulcer/keratitis while using renu with moistureloc multi-purpose solution. The pt initially reported pain, burning and redness of both eyes, right eye worse than left. The pt sought treatment 2 days after onset of symptoms. The dr found a large central corneal ulcer with infiltrate, diffuse central cornea edema with descemet's folds, and surrounding feathery/linear infiltrates in the stroma and sub-epithelial space in the right eye suggestive of a fungal infiltrate. Left eye was not infected. The pt self-treated with vigamox for the prior 2 days but her symptoms did not improve. Corneal scrapings were sent for testing before initiating therapy. The pt was advised to discontinue contact lens wear. A fungal stain - gms - of the corneal scraping revealed hyphae, and the pt was subsequently started on natamycin drops. No further fungal cultures grew out anything. The pt recovered after 12 days of using natamycin eyedrops. She has only trace residual sub-epithelial scarring of the cornea outside of the visual axis, with corrected vision 20/25 in the right eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evals met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.